Event description:
Boston scientific received information from a journal article concerning the evolution of remote follow-up and monitoring of patients with implantable devices, the current data supporting the utilization of remote follow-up and monitoring in clinical practice, and to highlight the key barriers that need to be overcome to maximize the clinical utility of these systems. Figure 2 of the journal article describes a fracture of a left ventricular lead. A yellow alert was generated for a high left ventricular pacing lead impedance. In review of latitude, the physician identified an abrupt increase in the left ventricular pacing impedance to greater than 2000 ohms, consistent with fracture of the lead. Despite the loss of biventricular pacing, the patient remained asymptomatic. The fractured lead was extracted and replaced. Figure 3 of the journal article describes a red alert in a patient with a guidant ICD. The condition resulted from an inadvertent exposure of the ICD to radiotherapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Movsowitz c, mittal s. Remote patient management using implantable devices. J interv card electrophysiol. 2011: epub before print.